Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- unknown articular surface catalog #: ni report source: (B)(6). It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as the complainant has not been responsive to requests for additional information and it cannot be verified whether this device was explanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001822565-2019-04582, 0001822565-2019-04583. Insufficient information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address disassociation of the articular surface from the tibial tray approximately two (2) months post-operatively. Attempts were made and no additional information is available at this time.